Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It ws reported that the patient had a short angulated aortic neck. It was reported that approximately 10 months post stent graft implant, the physician, whom was not the implanting physician, performed a CT which demonstrated that the stent graft had migrated approximately 2-3cm. The stent graft has migrated into the aneyrysm sac, resulting in a type I endoleak. It was reported that it is possible the initial deployment of the stent graft was placed too low and may have been over sized for this patient. It was reported that the cause of the migration may have benn due to the combination of the severe angulation of the aortic neck and the low placement of the stent graft. The physician elected to treat the patient with another manufacturs aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (severely angulated short aortic neck). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severely angulated short aortic neck).